Event description:
After implantation of the suture anchor, the surgeon proceeded in tensioning the attendant sutures. The anchor broke either at the suture eyelets or along the anchor body. The implanted portion of this bio-absorbable anchor was left in place. Another anchor unit was deployed to complete the surgical event. No pt injury or other adverse event is reported. (B)(4).

Manufacturer narrative:
Device will not be returned for evaluation, it remains implanted. Results of our investigation will be provided on completion through a follow-up report.